Event description:
The customer reported experiencing a past low blood glucose event, with the lowest level recorded at 51 mg/dl. Cause was not known. The customer took corrective action by consuming glucose tablets. Technical support assisted by updating the customer's weight settings in the control-iq software and advised consulting a healthcare professional to discuss potential factors affecting blood glucose levels. The customer acknowledged this recommendation.